Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy which resulted in a miscarriage") and abortion of ectopic pregnancy ("ectopic pregnancy which resulted in a miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and procedural pain ("painful post operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain lower, dysmenorrhoea and procedural pain was resolving and the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, dysmenorrhoea, ectopic pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion of fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.